Manufacturer narrative:
This device used for treatment and not diagnosis. One locking screw is still blocked in the plate and one plate hole is badly damaged from the removal of the other blocked screw with a drill. This makes it impossible to check the relevant dimensions of the plate and the screw. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding dimensions, material analysis, strength and structural stability. No complaint related issues could be detected. We are not able to determine the exact cause of this occurrence. For both article this is the first complaint of this nature. The reason for this phenomenon may be different. Perhaps too much applied mechanical force while tightening or improper alignment between plate and screw. Another possible reason could be instable fracture which lead to micro movement what can cause such fretting as well.

Event description:
A hospital in france reported a patient with osteoporosis was returned to the or for a planned removal of a plate and screws. The screws were originally placed with a torque limiting screwdriver. The surgeon had difficulty removing the screws and broke two screwdrivers, with all pieces retrieved. The surgeon was able to remove the screws with a tungsten drill. There was no reported consequence to the patient, however, the procedure was delayed 20 percent. The patient did not require further treatment. This report is #2 of 5 for the same event.

Manufacturer narrative:
Additional narrative: this device is used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
This is 2 of 5 reports for complaint (B)(4).